Manufacturer narrative:
Imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal hemorrhoid therapy procedure performed on (B)(6) 2023. During the procedure, the band was detached when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): additional information received on 01apr2023 confirming that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2023-00932 is a duplicate of report number 3005099803-2023-01690. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2023-01690. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix..

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal hemorrhoid therapy procedure performed on (B)(6) 2023. During the procedure, the band was detached when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.